Event description:
It was reported that a progav 2.0 (#fx420t) was implanted during a procedure on (B)(6) 2021. According to the complainant, the shunt system was believed to be difficult to adjust. The patient underwent a revision procedure on (B)(6) 2021 no patient complications were reported as a result of the revision procedure. Age: (B)(6). Height: 150 cm. Weight: (B)(6). Gender: unknown.

Manufacturer narrative:
Additional information /investigation result will be provided in a supplemental report.

Manufacturer narrative:
Investigations: visual inspection: the following observations were made during the visual inspection: deposits on the inlet spout of the progav 2.0. Permeability test: the test showed that the progav 2.0 shunt system is permeable. During the test, bloody liquid drained out. Computer control test: the computer controlled test showed the opening pressure of the progav 2.0, at a reference flow rate of 20 ml/h in a horizontal position of the valve, to be 2.67 cmh2o. This is not within the specified tolerance of 8 cmh2o ± 3 cmh2o. An applied pressure of 8 cmh2o, with the device in the horizontal position is expected to have a resultant pressure of 8 cmh2o ± 3 cmh2o. Additionally, the shuntassistant was tested according to standard procedure in the vertical position of the valve. At a fixed opening pressure of 20 cmh2o in the vertical position, a pressure of 20 cmh2o +4/-2 cmh2o is expected. The results indicated that at a reference flow of 20 ml/h in the vertical position, the shuntassistant had a pressure of 17.15 cmh2o. This is not within the specified tolerance of 20 cmh2o +4/-2 cmh2o. According to our results, we can determine a presence of a accelerated outflow of the valves. Adjustability test: the progav 2.0 was found to be adjustable to all pressure settings. The shuntassistant is a fixed pressure valve, therefore the adjustability test is inapplicable. Braking force and brake function test: the braking force of the progav 2.0 was within the specified tolerance and the brake function operated as expected. Internal inspection of product: after dismantling of the valves, deposits were found in both valves. Results: based on our investigation results, we can identify an accelerated outflow in the shunt system. We are assuming that the deposits detected within the valves have caused the functional impairment. Deposits caused by natural substances in the cerebrospinal fluid, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Small amounts of non-visible deposits/proteins might compromise the integrity of the valve. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. From our point of view, no further regulatory actions are required.